Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a clot issue was observed. They had to abort the case post transseptal after noticing a clot in the hub of the vizigo sheath. They were not sure when it came back, if it came back with the wire or when they were withdrawing the octaray catheter through the sheath. They noticed the clot before putting the varipulse catheter into the sheath. The varipulse catheter did not actually enter the sheath, but the clot was noticed when the physician turned on the light to adjust the loop of the catheter ready to be placed in the hub of the sheath and they noticed something floating in the hub of the sheath. They pulled back with a small syringe, sprayed it out on a 4x4 and noticed a clot about a half an inch long. They then withdrew 60ccs and sprayed it into a towel and did not see another clot. It was unknown at that time if there was an injury. The status of the patient was stable and under anesthesia. The stroke team is going to check on the patient once they wake up from anesthesia. Prior to transseptal, the act was at 347 and nearly therapeutic for ablation, but they still had mapping to do. The caller stated that the bwi products in the body at the time were a decanav catheter, soundstar catheter and vizigo sheath. Additional information was received which confirmed that there was no catheter in the body. The absence of treatment was assessed as non MDR reportable. No report of extended hospitalization, no exacerbation of patient's disease, and no implication by the physician that risk was increased due to the cancellation. No report that patient experienced an adverse event (only that the patient would be evaluated after waking up from anesthesia). The clot issue was assessed as a MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).